Event description:
It was reported that the procedure was to treat an ectatic, de novo lesion with mild calcification in the distal left anterior descending artery (lad) with a 3.0 x 28 mm xience prime stent delivery system (sds). The lesion was pre-dilated and the stent was deployed. During angiography a dissection was noted at the distal end of the lesion. The dissection was covered using another xience prime stent. There was no interaction of devices. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances.